Event description:
It was reported that the patient had pain in the pocket area. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the device was returned and analyzed. There were no anomalies found. Concomitant products: 6947 implantable tachy lead, (B)(6) 2009. (B)(4).